Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cage was broken at the connection part of the inserter when the surgeon inserted the cage into the patient¿s lumber during the plif surgery on (B)(6) 2018. The surgery was finished without any other problem although it was not reported how the surgery was completed. There was less than 30min. Surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device was received at the investigation site on dec 12, 2018. At that time, it was noted that the device threads were cross threaded and not torn as previously reported. A malfunction of cross threading does not constitute a reportable event. As such, this event should not be considered reportable to the FDA. An investigation will be conducted. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information that would change reportability of this event.